Event description:
Reports indicated that vns patient was scheduled for explant due to suspected infection; however, the surgery was cancelled due to poor lab results. Report is incompelte because no response has been received to manufacturer's request for additional information from last known treating neurologist (via fax 01).

Event description:
Further follow-up revealed that the vns system (lead and generator) were explanted due to infection. The infection was reportedly observed at the generator and lead sites. The physician reported that the cause of the infection is unknown, the infection has resolved, and the pt is doing well. A review of the manufacturing records confirmed sterilization of the generator and lead. The cause of the infection is unknown. Possible causes of this infection event include: sterility compromised by packaging damage; surgical complication; poor wound care; or pt interaction (e.g., pt picking at incision site).